Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a noise and rising impedances. A fracture was suspected as the lead was 13 years old, although there is no historic data or an x-ray to determine the location of the possible fracture. A new lead was implanted to maintain av synchrony. No additional adverse patient effects were reported.